Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the doctor was trying to reposition the sling and the tensioning suture broke at the anchor when tensioning the dynamic side. Another altis was used and the procedure was successfully completed.